Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer in the USA reported inconsistent dat test results on their ih-500 instrument for one sample (no. (B)(6). The initial test run showed the sample as negative when using polyspecific anti-igg, c3d cards, while a 1 plus reaction was observed with the ih-card ahg anti-igg (lot: 9506010). Upon retesting the same sample, the results were less clear, showing a question mark for the polyspecific card and "plus minus" with the ih-card ahg anti-igg. The customer did not provide information regarding the lot number of the ih-card ahg anti-igg, c3d used. Our quality control laboratory tested their retention sample of the complaint materials. The qc team tested the reported product ih-card ahg anti-igg (ref: 813422100, lot: 9506010). This was tested together with ih-card ahg anti-igg, c3d (ref: 813422100, lot: 9507020) on the ih-500 instrument using 3 positive control samples (igg coated cells) and 1 negative control sample. Both products performed as intended. All positive control samples showed positive results, and the negative control sample remained negative, as expected. These findings are fully supported by the manufacturing and quality control records, which were reviewed and confirmed to be fully compliant, with no issues identified. The customer announced to send in the actual product samples used for their testing for investigational testing. We are still waiting for these samples.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer in the USA reported inconsistent dat test results on their ih-500 instrument for one sample (no. (B)(6)). The initial test run showed the sample as negative when using polyspecific anti-igg, c3d cards, while a 1 plus reaction was observed with the ih-card ahg anti-igg (lot 9506010). Upon retesting the same sample, the results were less clear, showing a question mark for the polyspecific card and "plus minus" with the ih-card ahg anti-igg. The customer did not provide information regarding the lot number of the ih-card ahg anti-igg, c3d used. Our quality control laboratory tested their retention sample of the complaint materials. The qc team tested the reported product ih-card ahg anti-igg (ref (B)(4), lot 9506010). This was tested together with ih-card ahg anti-igg, c3d (ref (B)(4), lot 9507020) on the ih-500 instrument using 3 positive control samples (igg coated cells) and 1 negative control sample. Both products performed as intended. All positive control samples showed positive results, and the negative control sample remained negative, as expected. These findings are fully supported by the manufacturing and quality control records, which were reviewed and confirmed to be fully compliant, with no issues identified. The customer sent in the actual product samples used for their testing for investigational testing. The patient sample received for internal testing in (B)(6) was in poor condition, likely due to sample age or potential mishandling. The dat testing of the patient sample was repeated using both ih-card lots as well as additional tube method ahg reagents. All internal test results were negative, with no detectable igg coating. The poor sample condition or advanced sample age may explain the loss of weak igg coating, rendering it no longer detectable. A tracefiles and image analysis performed on the ih-500 showed no instrument critical errors, confirming that the issue is not instrument-related. It was noted that the customer manually modified the results in from 1 positive and "?" To negative. However, our image analysis showed (+/-) and weak reactions (wr), which displayed as "negative" and "?" On the customer's instrument. Conclusion: no product quality issue was identified in relation to the inconsistent dat results. Manufacturing and qc records for the reported products were fully compliant. The weak or borderline reactions are likely due to very low antibody levels in the neonatal sample, close to the detection threshold, which likely explains the discrepancies observed.